Event description:
The customer reported that during a total colectomy, 20 minutes after sealing the middle colic vessel, the surgeon realized the vessel had not sealed and bleeding had been occurring. The bleeding was stopped by suture and the pt was given a transfusion of 1 unit of blood. After the case, the pt was reported as stable. The surgeon commented that he believed the insufficient seal was not a fault of the handpiece, but felt the pt was more susceptible to bleeding because of his obese condition.

Manufacturer narrative:
The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.